Event description:
It was reported to philips that the system's c-arm movements were unavailable. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a diagnosis procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm movements were unavailable. Analysis of the log file confirmed that there was a malfunction in the geo pc. During troubleshooting, the fse found that the geo pc software was crashed. The fse installed the software by connecting external monitor. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.